Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and high impedance were observed post dfts after the pocket was closed. The lead was capped and replaced.